Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement computer shipped to site on 2/4/2014. Medtronic investigation of returned suspect device finds that the computer hard drive was removed by the site as per site protocol. Unable to perform meaningful failure analysis due to missing hard drive. (B)(6) 2014 - a medtronic representative replaced the compluter and performed a navigation system check-out, all areas passed.

Event description:
A site representative, biomed, reported that the navigation system computer intermittently becomes unresponsive. A medtronic representative, following up at the site, was informed the system became unresponsive multiple times during an approximately two hour period. This issue occurred outside of a procedure, there was no patient present when this issue was identified.